Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 stating that the ok keypad button was intermittently unresponsive. The patient denied any damage to the keypad or any evidence of moisture in the pump. The patient reportedly wore the pump on a belt and did not clean the pump. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.

Manufacturer narrative:
Device evaluation submitted (B)(4) 2012 follow-up #1: the pump was evaluated by product analysis on (B)(4) 2012 with the following results: the ok button is intermittently responsive. The keypad was intact and when removed for investigation, contamination was found under all contacts. Unrelated to this complaint, there was a crack in the battery compartment and the display was dim/fading and when replaced with a test screen it functioned properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.